Event description:
It was reported that during an unknown procedure, the customer complained that manual activation didn't operate. So customer changed the device and carried out this operation without adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device.